Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the ratchet no longer works when the handle was turned. On (B)(6) 2018, it was clarified that the event occurred during surgery on (B)(6) 2018. There was no harm, injury or adverse events reported. There was a 1-25 minute delay. Another device was not used to complete the surgery. The reported issue did not impact or damage the graft. The customer returned a skin graft mesher device, serial number (B)(4) for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. The device history record (DHR) for serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ australia has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink/ sap. Zimmer biomet surgical/ australia has not previously repaired/evaluated 1.5:1 cutter serial number (B)(4) as documented in the repair reports in livelink/ sap. Product review of the skin graft mesher by zimmer biomet australia on (B)(6) 2018 revealed that the handle was jammed since there was no lubrication on the ratchet. The comb was damaged. The side plates were worn on the inner surface. The shoulder bolts, washers and nuts were damaged. The bottom roller and bottom roller gear were worn. The mesher was unable to run smoothly as the comb was stopping the cutter's ability to rotate. The cutter produced an incomplete mesh. Repair of the skin graft mesher was performed by zimmer biomet australia on (B)(6) 2018 which included replacement of the left side plate, right side plate, bottom roller, synthetic bearings, belleville washers, shoulder bolts, cap nuts, bottom roller gear, comb and screws. Skin graft mesher, serial number 04647, was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the handle was jammed since there was no lubrication on the ratchet. The cause of the ratchet not working was due to there being no lubrication on the ratchet handle. The root cause of ratchet not working could not be determined with the provided information since it is unknown why there was no lubrication on the handle. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends, as necessary.

Event description:
It was reported that the ratchet was no longer working when handle was turned. There was no patient involvement. This complaint is accountable for multiple occurrences that occurred with this device. No adverse events were reported as a result of this malfunction. Product review revealed that the handle was jammed since there was no lubrication on the ratchet. The comb was damaged.